Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the loop catheter array became inverted and could not be remedied, preventing it from fully retracting into the sheath. The loop catheter was replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012666027 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. The catheter arrived with guidewire fully threaded and extended around 3 inches from the tip of the catheter. During external visual inspection of the array segment, the electrodes # 4, 5 were observed to be displaced, an inverted array was observed, the pebax tube was observed to be twisted and foreign material was found stuck on the array. Catheter identification and ablation was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of steering mechanisms were carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot/lopot verifications were carried out. Electrical continuity test revealed an open loop on the electrode # 1, 2, 3, 4, 5 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents. During the inspection of the spiral array segment, an electrode wire(s)#1, 2, 3, 4, 5 was observed to be broken. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. In conclusion, the catheter failed the return product inspection due to an inverted spiral array, nitinol wire dislodged from the guidewire lumen, electrode displacement, twisted pebax tubing, broken electrode wire and foreign material stuck on the array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.